Event description:
Severe reaction during transfusion of red blood cells, leukocytes reduced. Transfusion started - 10:40 a.m, stopped - 1:55 p.m, due to tachycardia, lower back pain, headache, chills, fever, diarrhea, bp from 127/71 then 158/82, pulse 71 then 103. (166cc transfused).